Event description:
It was reported that a new ilet user experienced a post-meal blood glucose rise after announcing breakfast with an incorrect meal size, with glucose later trending downward. The event was addressed through troubleshooting and education on proper meal announcements, correction algorithms, and early learning behavior of the system. Symptoms included hyperglycemia peaking at 330 mg/dl. Outcomes included no long-term impact and resolution without medical intervention. Investigation included customer care review of use patterns and education on device operation. Investigation of this case revealed user selection of an inappropriate meal size as the contributory factor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error during normal device function.